Event description:
The customer reported that during a mastoid procedure the device was overheating and vibrating. There was a 15 minute delay as the procedure was completed using a backup device. There were no adverse consequences alleged with this event.